Manufacturer narrative:
The instrument involved in this complaint has been received and tested by failure analysis. The instrument was found to have a damaged grip cable.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the prograsp forceps instrument was noted to have a broken tie rod. A backup instrument of the same kind was used. There was no report of fragment falling into the patient. The procedure was completed with no reported patient harm, adverse outcome, or injury. The issue caused a delay of less than 15 minutes. Intuitive surgical (is) obtained the following additional information regarding this event: there was no patient injury, no fragment fell into the patient.